Event description:
On (B)(6) 2012, the pharmacy department began utilizing the medcarousel by mckesson to dispense medications to patients. The dispensed carousel inventory is driven by the product barcode, which enhances safety by ensuring that the medication is correctly dispensed to the correct patient. The problem is that the label does not reflect the dose or the frequency. Even though the correct product is dispensed, the incorrect dose may inadvertently be provided (1/2 tab of a medication vs. Whole tab) because the patient specific dose is not clear on the label. In addition, the frequency is not stated on the label, which causes confusion with the quantity to dispense in a 24 hour period.